Event description:
It was reported that a small right lung pneumothora occurred after the introducer medkit co., ltd., lot: 21c1501 was inserted into the subclavian vein and perforated the right lung apex.. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).